Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('her mouth pain a lot before getting it removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced oral pain ("her mouth ache a lot") and dental caries ("her teeth were decaying n then stopped"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, oral pain and dental caries outcome was unknown. The reporter considered dental caries, medical device removal and oral pain to be related to essure. Most recent follow-up information incorporated above includes: on 6-jan-2020: this case was deleted from the bayer database because the case (B)(4) was duplicated of this case (B)(4). All the information has been transferred from this case to retention case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('her mouth pain a lot before getting it removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced oral pain ("her mouth ache a lot") and dental caries ("her teeth were decaying n then stopped"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, oral pain and dental caries outcome was unknown. The reporter considered dental caries, medical device removal and oral pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.